Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed.

Event description:
As reported, during a CABG surgery of a patient with this pa swan-ganz catheter, the error message "fault: co-check thermal filament connection" was displayed. Therefore, no cco readings were provided and it was not possible to activate the timer on the left corner of the screen. The svo2 measurement was available. 70cc2 cable was disconnected and reconnected and later exchanged for another one and cable test completed without success. Swan ganz module and hemosphere monitor were also replaced but the issue remained. Then, it was decided to replace the swan ganz catheter; while trying to pull out the catheter the user felt some resistance, causing vessel damage and 2l of blood loss. The patient underwent into an emergency surgery to stop the bleeding and remove the catheter. Blood transfusion was also done. After removal a breakage in the thermal filament was noticed. As per customers opinion the catheter had been accidentally sutured to the vessel, leading to the thermodilution error. Patient is now recovered and was discharged. Patient demographics unable to be obtained. The catheter was available for evaluation.

Manufacturer narrative:
The swan ganz catheter involved in this case was received by our product evaluation laboratory for a full evaluation. As received, thermal filament and its cover were torn at approximately 19.2 cm from catheter tip and the thermal filament cover was detached at the proximal thermal filament cover bond. Catheter body was found to be punctured under the damaged region of thermal filament at 19.2 cm. However, the damage on catheter body did not enter any lumens. The error message 'check thermal filament connection' appeared when the catheter was connected to a vigilance ii monitor. The thermal filament circuit was in an open condition during continuity testing. The thermistor was found to read the temperature accurately 36.8 degrees celsius when submerged in a 37.0 degrees celsius water bath. The thermistor temperature reading accuracy is +/- 0.3 c per vigilance ii manual. No visible inconsistencies were observed on eeprom data. Then, the catheter passed in-vitro calibration with a laboratory cal-cup. The balloon inflated clear and concentric and remained inflated for five minutes without leakage. Finally, all through lumens were found to be patent without any leakage. Evaluation results revealed that the report of 'check thermal filament connection' error was confirmed. An engineering investigation has been initiated in order to consider any potential factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
As reported, during use a swan ganz cco catheter was accidentally sewn into the vena cava. In this reported event, there was a product malfunction that was caused by the user sewing the catheter into the vena cava. There was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest the root cause is related to procedural error. There is no statement in the instructions for use regarding suturing of the swan ganz catheter into the vena cava, however, it is considered standard of practice to ensure that the catheter is clear of any sutures connecting the device to an internal anatomical structure, such as the vena cava before closing the chest upon the conclusion of open-heart procedure. This safety check was not performed as the catheter gave resistance upon removal attempt. Due to the removal difficulty, the patient had vessel damage and 2l of blood loss. Patient required blood transfusion and an emergency surgery to remove the catheter and stop the bleeding. Complaint histories for all reported events are reviewed through trending on a monthly basis and continue to be monitored for any unfavorable trends and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Upon further review performed by the engineers, the investigation finding and conclusions codes were updated in order to better reflect the nature of the finding.